Event description:
Radiometer complaint reference (B)(4) according to the compliant, when customer runs a sample measurement, the abl90 flex analyzer displays a message that the analyzer has encountered an unexpected error and the analyzer restarts. Investigation of the data logs show a crash on february 22nd resulting in a lost sample and another crash on february 23rd not resulting in a lost sample.